Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012913524 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Catheter identification and ablation testing was performed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. A gap was identified between the catheter and the lab test catheter interface cable (cic) handle connectors upon connection, leading to a loose and unstable interface between the cic cable and the catheter handle. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Electrical continuity and hipot verification (where applicable): electrical continuity test revealed an open loop on the electrode #1, 2, and 4 wires. Inspection (microscope/x-ray imaging) and testing were performed to verify the integrity of the catheter sub-components. During the inspection of the spiral array segment, an electrode wire #1 was observed to be broken. Debris was observed inside the catheter handle connector receptacle, interacting with pin #1, preventing full engagement between the cic and the catheter connectors. Additionally, a crack was identified inside the handle connector. After removing the debris from the connector, the electrical continuity test was repeated. Impedance measurements for electrodes #2 to #9 were within specification, confirming no electrical issues. The cic connection was secure and reliable, with no gap observed. In conclusion, the catheter failed the return product inspection due to debris (adhesive residue) observed in the handle connector receptacle. Electrode wire(s) in the spiral array region observed to be broken and the connector pin carrier was observed to be cracked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when the cable was connected to the catheter, it was misaligned and not properly fitted, resulting in constant noise. Replacing the cable twice with sterilized cables did not resolve the issue. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.